Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The representative reports the luer lock on these needles doesn't seal when screwed on to the syringe so when doing a procedure such as a nerve block that requires some pressure to depress the plunger, the sterile solution leaks out of the connection between the needle hub and syringe. This can lead to contamination of the site and loss of solution.

Manufacturer narrative:
Submit date: 10/18/16. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were 4 samples returned with this complaint. Each sample included an 8881850510 safety needle and a syringe from a competitor. All safety needles were inspected for luer taper according to procedure, and leakage according to procedure. All safety needles met the specifications of those inspections. All syringes produced by the competitor were inspected for luer tip according to procedure and leakage according to procedure. One out of 4 syringes failed to meet the specifications of the luer taper test and was determined to have an undersized luer tip. One out of 4 syringes failed to meet the specifications of the leakage test. The syringe with the undersized luer taper was the one that failed the leakage test. Based on the testing results, the reported condition is confirmed, but is not attributable to medtronic¿s manufacturing process because the leaks were caused by the syringe, which was manufactured by another manufacturer. Based on the results of the DHR review and laboratory testing, the root cause was determined to be due to an undersized luer taper of the syringe, which was manufactured by a competitive manufacturer. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leakage and damage. The involved lots and shop orders met all defined acceptance requirements and were released. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. Laboratory analysis of the samples demonstrated that the leak was caused by an undersized luer taper of a syringe that was not manufactured by (B)(4). This complaint will be recorded for trending purposes and used to identify the need for corrective actions. This complaint will be recorded for trending purposes and used to identify the need for corrective actions.